Event description:
Boston scientific received information that the patient stated communicator was smell hot/burning. The communicator was disconnected and no injuries or damages has been reported. A boston scientific company representative opted to replace the communicator. The communicator was deactivated. No adverse patient effects were reported.